Event description:
Procedure: nephrectomy. According to the reporter: endo retract broke inside the pt. End of the plastic fan snapped and locked at an angle leaving the fan stuck inside the pt's abdomen. The pieces were removed by the surgeon. No further report of complication was reported.